Event description:
Home pt (hp) reports pt extension line separated from pt connector of homechoice set during day drain of homechoice treatment. Hp noted when system error alarm sounded. Hp discontinued treatment at this time and set up new supplies to complete therapy. Hp reports no pt injury or medical intervention as a result of incident.